Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0306809v, implanted: (B)(6) 2003, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7426, lot# serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0306809v serial# implanted: (B)(6) 2003, product type: lead. Product ID: 748240 lot# serial# (B)(4) implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
It was reported that the healthcare professional believed that the right implantable neurostimulator (ins) was at end of service (eos). It was noted that when the ins was interrogated they were getting a screen that said there was no response from the ins. It was noted that this was the device on the right side although it was noted that the patient was a large person and the device was now midline. The patient was supposed to have the ins replaced in (B)(6) 2013 but that had been aborted due to the patient being medically unstable. The patient¿s settings as of the last appointment before replacement were right: 1.5v, 90usec, 185 hz, 3.66v. Patient had not had tremor with the right side implant being dead. It was noted that the patient had not had tremors for the last few years prior to the date of this report. The patient was still taking sinemet for parkinson¿s. It was further noted that they would likely choose to not replace the implant as the patient was having a lack of symptoms. Additional information was requested but had not been received as of the date of this report.